Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-300 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot and was to discuss the pump settings with a healthcare provider.